Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the literature article, "early and mid-term outcomes of prosthetic valve endocarditis" (literature ID: 1510w3-100h, case 4), a (B)(6)-year-old underwent a double valve replacement procedure where a edwards perimount bioprostheisis was implanted in the mitral position and an sjm trifecta valve was implanted in the aortic position. Nine months postoperatively, a bentall and re-do mitral valve replacement procedure was performed due to prosthetic valve endocarditis with (B)(6).